Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After applying silicone oil, the lead inserted into the header and the procedure was completed successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).